Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the rf head would not interrogate with a known good programmer and it failed uplink functional testing due to the cable being out of electrical specification. (B)(4).

Event description:
It was reported that the radiofrequency (rf) head "did not work". The rf head was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported as a result of this event.